Event description:
The pt was given a jack frost cold pack at the ER after they injured their ankle during a fall. Pt claims that the contents of the cold pack leaked onto their skin causing permanent and severe burns to their left ankle and foot.